Manufacturer narrative:
Concomitant: product ID 3387-40, lot# 0208412703, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3387-40, lot# 0208208698, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3387-40, lot# 0208222358, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3387-40, lot# 0208378748, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3387-40, lot# 0208413226, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information indicated the defective lead was the lead which was returned and previously analyzed. The "bad" impedances resolved after replacing the lead. It was unknown if the patient was getting effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead found no anomaly. The lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator (ens), while the distal end of the lead was placed in 0.9% saline solution. Using a clinician programmer, normal impedances were measured on all circuits and electrode pair combinations.

Event description:
Additional information received indicated the patient was "ok".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in a procedure where 4 leads were implanted, one of the leads was defective; impedance was measured and revealed to be ¿bad¿. It was unknown if it was ¿too high or too low¿. The lead was subsequently replaced. It was not possible to determine which lot number corresponded to the defective lead. There were no patient symptoms associated with the event.